Manufacturer narrative:
H10: one of the original three malfunctions was reassessed and determined to be a serious injury and will be reported under emdr (B)(4). H10: for the remaining malfunctions, one lot number was provided, therefore a lot history review was performed. Medical records were received for one malfunction and detachment was inconclusive. The remaining malfunction is inconclusive as not objective evidence was provided for review. The definitive root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced limb detachment. This information was received from multiple sources. Both malfunctions involved a patient with no patient consequences. One patient is a male, whose age and weight were not provided. The remaining patient's age, weight, and gender was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced limb detachment. This information was received from multiple sources. Both malfunctions involved a patient with no patient consequences. One patient was a male, whose age and weight were not provided. The remaining patient's age, weight, and gender was not provided.

Manufacturer narrative:
H10: one of the original three malfunctions was reassessed and determined to be a serious injury and will be reported under emdr 2020394-2020-06402. H10: for the remaining malfunctions, one lot number was provided, therefore a lot history review was performed. Medical records were received for one malfunction and detachment was inconclusive. The remaining malfunction is inconclusive as not objective evidence was provided for review. The definitive root cause could not be determined. The devices are labeled for single use. H11: b5, d4 (product catalog no). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The samples were not returned for evaluation. Medical records and images were not provided. The investigations are inconclusive for the alleged detachment issue. The root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model, ec500j, vena cava filter, allegedly experienced limb detachment. This information was received from multiple sources. These malfunctions involve three patients with no consequences, the patients' age weight, and gender were not provided.